Event description:
It was reported by the customer that a bd pyxis¿ medbank drawer did not open when user tap the issue button. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of this incident. A technical support specialist (tss) noted that the zones had not been selected which prevented the user from issuing the medication. Once the zones were selected, the user was able to issue medication. The system functioned as intended after the tss troubleshot the device. D4 & h4: UDI and manufacturer date not available.